Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, cystitis, dysmenorrhoea, menometrorrhagia, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: follow-up receive date of last follow up was (B)(6) 2020 not (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He011a2) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, cystitis, dysmenorrhoea, menometrorrhagia, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 31-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") in a 41 year-old female patient who had essure inserted (lot no. He0117t) for birth control. Additional non-serious events are detailed below. The patient had a medical history of gastritis, chronic rhinitis, vitamin d deficiency, dizziness and parity 4. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved. The outcomes for dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis were unknown. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection, cystitis, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Insertion date also reported as (B)(6) 2017, when essure insert placed in one right tubal ostia; however, because of inability to perform the procedure on the left side she was rescheduled were to see left tubal and easily insert essure micro-insert. Number of coils visible: 3. Essure insertion placed in the right tubal ostia however because of inability to perform the procedure on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: contrast appears to extend to beyond the proximal portion of the essure device at. The right cornu. The essure devices at the right side does appear to be a significant distance from the right cornu, compared to the left. The left device appears normal: no contrast seen distal to the left device. The most recent follow-up information incorporated above includes data received on: 31-aug-2022: lot number has been updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 09-sep-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a 41-year-old female patient who had essure (batch no. He0117t) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, dizziness, vitamin d deficiency, chronic rhinitis and gastritis. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved and the dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstrual disorder, mental disorder, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Insertion date also reported as (B)(6) 2017, when essure insert placed in one right tubal ostia; however, because of inability to perform the procedure on the left side she was rescheduled were to see left tubal and easily insert essure micro-insert number of coils visible: 3 essure insertion placed in the right tubal ostia however because of inability to perform the procedure on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: contrast appears to extend to beyond the proximal portion of the essure device at. The right cornu. The essure devices at the right side does appear to be a significant distance from the right cornu, compared to the left. The left device appears normal: no contrast seen distal to the left device. Batch no: he0117t, production date: 2015-09-24 and expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-sep-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 06-oct-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") in a 41 year-old female patient who had essure inserted (lot no. He0117t, he011a2) for birth control. Additional non-serious events are detailed below. The patient had a medical history of gastritis, chronic rhinitis, vitamin d deficiency, dizziness and parity 4. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved. The outcomes for dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis were unknown. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection, cystitis, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Insertion date also reported as (B)(6) 2017, when essure insert placed in one right tubal ostia; however, because of inability to perform the procedure on the left side she was rescheduled were to see left tubal and easily insert essure micro-insert. Number of coils visible: essure insertion placed in the right tubal ostia however because of inability to perform the procedure on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: contrast appears to extend to beyond the proximal portion of the essure device at. The right cornu. The essure devices at the right side does appear to be a significant distance from the right cornu, compared to the left. The left device appears normal: no contrast seen distal to the left device. Lot number: he0117t. UDI: (B)(4). Lot number: he011a2. UDI: (B)(4). Production date: 2015-09-24. Expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 26-sep-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") in a 41 year-old female patient who had essure inserted (lot no. He0117t, he011a2) for birth control. Additional non-serious events are detailed below. The patient had a medical history of gastritis, chronic rhinitis, vitamin d deficiency, dizziness and parity 4. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved. The outcomes for dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis were unknown. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection, cystitis, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Insertion date also reported as (B)(6) 2017, when essure insert placed in one right tubal ostia; however, because of inability to perform the procedure on the left side she was rescheduled were to see left tubal and easily insert essure micro-insert number of coils visible: 3 essure insertion placed in the right tubal ostia however because of inability to perform the procedure on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: contrast appears to extend to beyond the proximal portion of the essure device at. The right cornu. The essure devices at the right side does appear to be a significant distance from the right cornu, compared to the left. The left device appears normal: no contrast seen distal to the left device batch no: he0117t , production date: 2015-09-24, expiration date: 2018-09-28, and lot number: he011a2. The most recent follow-up information incorporated above includes data received on: 26-sep-2022: medical records received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He011a2) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, cystitis, dysmenorrhoea, menometrorrhagia, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a female patient who had essure (batch no. He011a2) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved and the dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstrual disorder, mental disorder, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: patient´s initials were updated, new adverse events (changes to menstrual cycle, heavy/abnormal bleeding, hormonal problems, psychological/psychiatric problems and urinary/bladder problems), a new as reported (localized pain) were provided. The outcome for the adverse vents changes to menstrual cycle, heavy/abnormal bleeding, hormonal problems, localized pain, psychological/psychiatric problems and urinary/bladder problems were updated to not recovered/not resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 29-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") in a 41 year-old female patient who had essure inserted (lot no. He0117t, he011a2) for contraception. Additional non-serious events are detailed below. The patient had a medical history of heavy periods, dyspepsia, urinary tract infection, gastritis, chronic rhinitis, vitamin d deficiency, dizziness and parity 4. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), device intolerance ("inability to tolerate the device;"), hypersensitivity (". Allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), facial pain ("facial pain"), dyspepsia ("dyspepsia") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, ,bilateral tubal occlusion secondary to essure.tubouterine implantation). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved. The outcomes for dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis were unknown. The reporter considered alopecia, device intolerance, dyspareunia, dyspepsia, facial pain, fatigue, hypersensitivity and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection, cystitis, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Insertion date also reported as (B)(6) 2017, when essure insert placed in one right tubal ostia; however, because of inability to perform the procedure on the left side she was rescheduled were to see left tubal and easily insert essure micro-insert. Number of coils visible: 3. Essure insertion placed in the right tubal ostia however because of inability to perform the procedure on the left side. British or mixed british. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: contrast appears to extend to beyond the proximal portion of the essure device at. The right cornu. The essure devices at the right side does appear to be a significant distance from the right cornu, compared to the left. The left device appears normal: no contrast seen distal to the left device. [Ultrasound scan] (date unknown): could confirm that the essure seem to be at least visible in. Where would be the cornea, the left ovary is very quiescent and the right ovary has got a few little follicles on. Lot number: he0117t UDI: (B)(4). Lot number: he011a2 UDI: (B)(4). Production date 2015-09-24 expiration date 2018-09-28. .concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: allergic or hypersensitivity reaction; device intolerance,dyspareunia,fatigue,facial pain; dyspepsia and hair loss. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: reporters,device explant date,non drug treatment,medical history,lab data added. Allergic or hypersensitivity reaction; device intolerance ,dyspareunia,fatigue ,facial pain; dyspepsia and hair loss event added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a female patient who had essure (batch no. He011a2) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved and the dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstrual disorder, mental disorder, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Batch no he011a2, production date 2015-10-10 , expiration date 2018-10-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 01-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") in a 41 year-old female patient who had essure inserted (lot no. He0117t, he011a2) for contraception. Additional non-serious events are detailed below. The patient had a medical history of heavy periods, dyspepsia, urinary tract infection, gastritis, chronic rhinitis, vitamin d deficiency, dizziness and parity 4. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), device intolerance ("inability to tolerate the device;"), hypersensitivity (". Allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), facial pain ("facial pain"), dyspepsia ("dyspepsia") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal, bilateral tubal occlusion secondary to essure.tubouterine implantation). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had not resolved. The outcomes for dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis were unknown. The reporter considered alopecia, device intolerance, dyspareunia, dyspepsia, facial pain, fatigue, hypersensitivity and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection, cystitis, menstrual disorder, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Insertion date also reported as (B)(6) 2017, when essure insert placed in one right tubal ostia; however, because of inability to perform the procedure on the left side she was rescheduled were to see left tubal and easily insert essure micro-insert number of coils visible: 3 essure insertion placed in the right tubal ostia however because of inability to perform the procedure on the left side. British or mixed british. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: contrast appears to extend to beyond the proximal portion of the essure device at. The right cornu. The essure devices at the right side does appear to be a significant distance from the right cornu, compared to the left. The left device appears normal: no contrast seen distal to the left device [ultrasound scan] (date unknown): could confirm that the essure seem to be at least visible in where would be the cornea, the left ovary is very quiescent and the right ovary has got a few little follicles on batch no: he0117t, production date: 2015-09-24, and expiration date 2018-09-28. Batch no: he011a2, production date: 2015-10-10, and expiration date 2018-10-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: allergic or hypersensitivity reaction; device intolerance,dyspareunia,fatigue,facial pain; dyspepsia and hair loss. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation for ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, cystitis, dysmenorrhoea, menometrorrhagia, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful periods"), menometrorrhagia ("heavy irregular periods"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), abdominal pain lower ("pain in lower abdomen worse on right side going into upper leg, hip, bum"), tooth infection ("4 tooth infections") and cystitis ("numerous bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled, postponed due to covid-19). At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, anxiety, panic attack, abdominal pain lower, tooth infection and cystitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anxiety, cystitis, dysmenorrhoea, menometrorrhagia, panic attack and tooth infection with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: she has had those implants in for just over 1 year and now fighting to get them removed as soon as possible. The claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Report was upgraded to serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.